Event description:
Pt has reported on-going problems of intermittent loss of lock. External hardware has been exchanged without resolution to the reported problem. In 03/2002, a co rep visited the center to perform testing on the device. Testing conducted confirmed that device was not functioning. Revision surgery has been scheduled.